Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and he was unable to duplicate the error. Fse found the x-arm movement felt sticky near the end of the movement. Fse cleaned and lubricated the x-arm movement, adjusted the x-position over the primary and secondary rack, cleaned and lubricated the secondary rack and verified the repair. The instrument was tested without further problem and was returned to expected operation.